Manufacturer narrative:
Product analysis: the rapidcross was returned to the medtronic investigation lab for analysis. A non-medtronic sheath (4f) was returned with the device. The rapidcross catheter was received in two segments. The rapidcross catheter was separated at the mouth/proximal end of the guidewire lumen rapid exchange port. The sheath was inspected and observed a kink at the proximal end of the shaft, at the hub. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon was fully deflated before removal attempt. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a rapid cross pta balloon catheter along with a non medtronic 4fr sheath and guide wire to treat a little calcified fibrous lesion in the left proximal sfa to popliteal arteries with chronic total occlusion (cto) - 100%). The vessel is moderately tortuous. There was no issued noted when device was removed from the packaging/tray. Device was prepped per IFU with no issues noted. It was reported that during an attempt to remove device, there was removal difficulties with force used; it was trapped on the wire and fractured. The tip of the sheath was broken and retracted along with the device. A snare was used to retrieve detached portion in the patient. The device did not pass through a previously deployed stent and no resistance encountered when advancing the device. There was no patient injury reported.